Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. It was reported that the power pack was not adequately charged or could not hold a charge. This complaint was confirmed based on the actual device. The most likely root cause was traced to a component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle would not charge. The handle was placed on the charger for a period of time and will not retain charge after it is lifted off the charger. The involved charger still work on with other handles. There was no patient involved. Medtronic's initial evaluation of the incident device found that one of the battery cells was found to be vented.